Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a cpx4 with suture tabs medium height smooth expander and experienced deflation postoperatively (side unknown). As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On 26-feb-2021, mentor received additional information regarding the patient¿s information and suspected medical device. The patient identifier is (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual evaluation of the device and leak testing. During visual evaluation of the tissue expander, the tear was not identified. As a result, leak testing was performed in accordance with the mentor procedures, and a tear was identified at the 4 o¿clock position. When the device was evaluated under a microscope, the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. An investigation of the returned device was performed, and mentor could not uncover the root cause of the device failure. Each mentor product undergoes a stringent visual inspection and rigorous testing prior to shipment. Potential cause: while deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer's reference number: (B)(4).